Event description:
The customer states that a physician questioned the results of one pt whose results were generated by the cell-dyn 1700 analyzer. An initial hemoglobin result of 7.9 g/dl was repeated and generated a result of 11.8 g/dl. Controls recovered within acceptable limits after initially failing. Upon troubleshooting, the abbott customer technical advocate (cta) discovered that the sample drawn from the pt filled less than one-half of the 5.0 ml collection tube. Questions also arose concerning the proper mixing and handling of control material and pt samples. A precision run performed by the customer (n=10) gave acceptable results. There is no impact to pt management reported.